Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and with cracked belt clip slot.

Event description:
It was reported the insulin pump alarmed motor error. Customer did not know blood glucose level. No further information reported.